Event description:
The distributor reported that the packer/chang iol cutter broke in the patient's eye while cutting an iol. The broken piece was removed without injury to the patient.

Manufacturer narrative:
The device was returned showing signs of corrosion and damage an indication that the device was used to cut hard objects or material. This device is intended to cut soft, foldable lenses.